Event description:
During index procedure, the patient had two endeavor sprint rx drug-eluting stents successfully deployed, one at proximal lad and one at left main to proximal circumflex. Approximately 9 months post index procedure, patient expired. No further details known.

Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).